Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -5.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted due to low vault in a second surgery on (B)(6) 2022. On (B)(6) 2022 a longer length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.